Event description:
The customer reported that there was no sound. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that there was no sound. No pt harm was reported. The customer was never clear on whether the external alarm/speaker functioned or not and there was no confirmation on whether there was an inop message present. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.